Event description:
According to the reporter, the patient called the unit seeking advice the next day as the patient was experiencing numbness and tingling in the left arm. Ward review on june 13, 2024, due to significant swelling of the left arm and tingling now radiating to the chest and neck. The line cuff was noted to be out with erythema around the entry site. Given 500mg of flucloxacillin four times a day for seven days to cover for potential entry-site infections. CT performed due to arm swelling and concerns of central occlusion showed 'left internal jugular line appears to be within a partially thrombosed left jugular and brachiocephalic vein with thrombus seen around the tip of the line in the svc¿. The plan was to remove the line that afternoon, but the patient had eaten and was unable to be sedated. After discussion with hematology, the patient was given 25000 units of loading dose subcutaneous heparin with 18750 units twice daily dosing (these doses are adjusted for ideal weight). A decision was made to keep the line in situ for now with anticoagulation due to the risk of pulmonary embolism from dislodging the clot. The line was removed and replaced with a right-sided tunneled line on (B)(6) 2024. The treatment was proceeded and completed. No unusual observed on the device. Flushing was not done because the line was not accessed again due to the CT report. No other defects or damage were found on the product. No other products are being utilized with the device. The cleaning agent was used on the device such as standard cleaning of dialysis catheters in the unit was with green clinell device wipes 2% chlorhexidine 70% alcohol and bd chloraprep on dressing change days. The intervention and treatment required were admission to the hospital, acute anticoagulation and monitoring, new line insertion, and long-term anticoagulation. There was no blood loss, and a blood transfusion was not required. It was stated in the report that the patient had current and pre-existing conditions that may be related to the event, such as heart failure, type 1 diabetes, diabetic neuropathy (autonomic and peripheral), and ckd 5. Was due to start dialysis through a brachio axillary graft made on (B)(6) 2024, but this clotted off before it could be used. A vascular scan on (B)(6) 2024, confirmed graft occlusion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.